Manufacturer narrative:
Correction information: the initial medwatch report indicates: device manufacturer date - 06/10/2013.   The initial medwatch report should indicate: device manufacturer date - 01/10/2013.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio determined that the external usb data cable was causing the reported loss of power.  After removal and replacement of the cable, proper device operation was observed through functional and performance testing.  The device was returned to the customer for use. The removed cable assembly was further evaluated in the failure analysis center.  It was determined that the +12 volt line within the cable was shorting out intermittently and when connected to the device, caused the device to lose power.

Event description:
The customer reported that their device had powered itself off with fully charged batteries installed. The customer was unable to provide any additional information on the reported issue. It is unknown if there was any patient use associated.